Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing which resulted in pacing inhibition for this pacer dependent patient. The patient was in the process of undergoing a changeout procedure. The device was programming to tachy mode off and in pace/sense in the ventricles due to atrial fibrillations. The oversensing was noted during the sewing of the pocket and since the patient was pacer dependent the device was programmed to cautery mode. The patient was observed in cautery mode and then switched to monitor only and no further complications were noted. Pocket and lead manipulation was performed and everything was found to be stable. The patient was kept in monitor only overnight without further complications. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As of today, this product remains in-service without further complications. Should additional information become available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.